Event description:
As reported by the distributor, after 10 days of use, the catheter was disconnected from the cable. When reconnected, the monitor froze at the initial screen.

Manufacturer narrative:
To date, the device in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.